Event description:
Implant failed due to component not retained on mating part. 04.11.2024 13:36:20 cet (5020889). Correction. The implant malfunctioned due to component not retained on mating part. The malfunction did not cause or contribute to a death or serious injury.